Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion test was not reproduced. The device was tested for downstream occlusion detection and the pump was able to properly detect a downstream occlusion. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alarm. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.